Event description:
Resistance was encountered advancing the symmetry small vessel balloon dilatation catheter over the cordis guidewire. The suspected cause of the resistance was either a foreign material in the catheter lumen, or a narrowing of the lumen possibly due to a crimp. The symmetry catheter was removed and a new device was used to complete the procedure. No pt injuries or complications were reported. The pt's status was reported as 'fine'.